Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 91, 126, 187, 137 and 98 mg/dl. The customer¿s expected am fasting blood glucose test result is 82 mg/dl and expected pm non-fasting blood glucose test result is 108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 92 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/29/2023 and test strips were opened three weeks prior to call. The meter memory was reviewed for previous test result history (time not set, customer stated all are am results): result 1: 91 mg/dl date: (B)(6) time: 2:49 pm fasting, result 2: 126 mg/dl date: (B)(6) time: 2:48 pm fasting, result 3: 187 mg/dl date: (B)(6) time: 2:45 pm fasting, result 4: 137 mg/dl date: (B)(6) time: 5:31 am fasting, result 5: 98 mg/dl date: (B)(6) time: 5:28 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 27-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.